Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that an alleged inaccuracy of the guidance system occurred. The right l5 screw skived laterally out of the patient and was subsequently removed. The robot position was reset and the dilator position appeared accurate in the software, but an anteroposterior (ap) imaging shot revealed the dilator was clearly lateral. A second attempt to place the right l5 screw with the guidance system was aborted. The surgeon conducted a spin of all other screw positions and observed that two left screws were shifted medially, but determined they were still safe and did not move them. The trajectories were deviated less than 3.5mm. The right l5 screw was then placed using a navigation system. No patient complications have been reported as a result of this event. The procedure was delayed less than an hour.

Manufacturer narrative:
Corrected b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that an alleged inaccuracy of the guidance system occurred. The right l5 screw skived laterally by less than 3.5 mm out of the patient and was subsequently removed. The robot position was reset and the dilator position appeared accurate in the software, but an anteroposterior (ap) imaging shot revealed the dilator was clearly lateral. A second attempt to place the right l5 screw with the guidance system was aborted. The surgeon conducted a spin of all other screw positions and observed that two left screws were shifted medially, but determined they were still safe and did not move them. The right l5 screw was then placed using a navigation system. No patient complications have been reported as a result of this event. The procedure was delayed less than an hour.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.